Manufacturer narrative:
No medwatch form was received. The reported lead fracture and clavicle crush damage were not confirmed in the laboratory. External insulation abrasion was noted at 13.4-14.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 9.5-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.7-10.1cm from the distal tip. Internal insulation abrasion was noted at 26.1-27.4cm and 27.0-27.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
No medwatch form was received.